Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown baclofen via an implantable pump for unknown indications for use. It was reported that in 2017 the patient started having grand mal seizures and the patient would just drop when walking across the room. The patient noted they had never had seizures before in their life but had been having them intermittently since the first one. It was then noted that in 2020 the patient's pump stalled and the patient dropping into seizures for 13 hour. The patient was found on the floor almost dead. The patient was took to the hospital with a fentanyl 25 mcg pain patch on and one on their bra. The patient's hcp noted it the patient's chart that they were overdosed on drugs. The patient noted they were tied down in the hospital for 4 straight days and couldn't talk or communicate. It was noted the patient had lost everything and was dying inside. The patient had been in excruciating pain due to the issue.